Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion of magnesium (4g) was programmed to infuse within 2 hours however the bag was empty after 30 minutes. The customer stated they visualized that the problem was in the check valve which allowed the secondary infusion to empty into the primary bag of saline. There was no report of patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report of the secondary back flowing into the primary was confirmed. The primary and secondary set were visually inspected and no anomalies were noted. The check valve was inspected under magnification and was noted to be assembled in the set correctly, with the silicone membrane centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle was identified to be wax ¿kemamide¿ and silicone fluid. The cause of the backflow is a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the wax ¿kemamide¿ and silicone fluid particle was not identified.